Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited possible infection. A revision was performed and the cardiac resynchronization therapy pacemaker (crt-p) along with the right atrial (ra) lead and left ventricular (lv) lead were explanted. A part of right ventricular (rv) lead was unsuccessfully explanted and remains in the right ventricle. Future discussion on abandoned rv lead fragment will be held. No additional adverse patient effects were reported. There was no indication that this rv lead will be returned.